Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high impedance and then underwent a full revision. Pre-op x-ray images were taken and noted to display a possible compromised lead. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Note that since the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis, the ring coil was found to be broken at the end of the 1st and 2nd portions. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The lead assembly had dried remnants of what appear to have once been bodily fluid inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified abraded openings and cut/torn ends.

Event description:
The explanted generator and lead were received but product analysis is still underway.